Event description:
On (B)(6) 2012, patient was implanted with the interrupted # 1 prolene sutures manufactured by ethicon inc. In his abdomen around the belly button, to treat his diagnosis of hernia. On (B)(6) 2012 the device started popping out and he started bleeding profusely. On (B)(6) 2013 the wound became infected. On (B)(6) 2013 he went in for a 3rd surgery because of continued bleeding. On (B)(6) 2014 the device started popping out again. He met with his surgeon and yet a 4th surgery was planned. Patient said, these sutures were banned by the FDA on 2/12/1999 but somehow 3.2 million of the sutures went missing. Patient believes "johnson & johnson" sold them to the va because veterans can't sue the government. He would like the FDA to investigate why a device that had been banned by it, is still being implanted on veterans.